Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving an u nknown drug via an implantable pump. It was reported that the patient's pump was showing error codes 99 and 100.  The rep called to inquire the meaning of the codes.  The rep was on their way to the patient to troubleshooting and did not know anything more.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at 0.6026 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was doing a refill of the pump and noted a motor stall occurred. The logs showed there was a motor stall and recovery on (B)(6) 2021 and then another motor stall 1092 hours ago (about 45 days ago). The company representative (rep) asked if the patient had a magnetic resonance imaging (MRI) and the hcp stated no. They stated there was no audible alarm and when they did the refill there was no volume discrepancy and no therapy issues. The rep had the hcp re-interrogate the pump and then a motor stall recovery occurred the same date/time that the first interrogation was done today. Technical services discussed with the rep to confirm there was no MRI done and discussed telemetry state condition. Also discussed a hard stall and if so then possible pump replacement. Additional information was received from the rep on (B)(6) 2021 who reported that the patient did not confirm having an MRI; it is still a possibility per the hcp but it was unable to be confirmed. The pump was interrogated and a recovery occurred in the log file. The aspirated volume was compared with the expected volume and it was accurate. The patient reported no symptoms. The cause of the motor stall was not determined. The motor stall was resolved. The pump remains implanted with no plans to replace. The patient's weight was (B)(6) pounds.